Event description:
A report was received that during a lead revision, the patient's lead was explanted due to a lead fracture. The patient is doing well following the procedure.

Event description:
A report was received that during a lead revision, the patient's lead was explanted due to a lead fracture. The lead fracture was caused by the non-device related fall the patient had. The patient is doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.